Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 398.410, lot: t947315, manufacturing site: tuttlingen, release to warehouse date: june 07, 2010. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Complaint is confirmed as we are able to confirm complaint description (breakage) based on the received pictures. The complained part was forwarded to the manufacturing facility for evaluation. Here the statement: the device appears in good condition with some marks. The tips of the reduction forceps are damaged and bent. The handle of reduction forceps is broken. The tips of reduction forceps are freely movable and do not clamp. A functional test cannot be performed, the handle of reduction forceps is broken. The tips of reduction forceps are freely movable and do not clamp. The manufacturing and current revisions of the drawing were reviewed and a design change was implemented in may 2015. The design was changed from plug-in connection to an overlying connection of the reduction forceps. The manufacturing evaluation conducted shows that there was no issue during the manufacturing of the product that would contribute to this complaint condition. The exact cause of the broken handle cannot be determined. No manufacturing issues was found during investigation, therefore no prm documents were reviewed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during loan kit inspection, it was noticed that one side of the forceps handle has snapped. There was no patient involvement reported. This report is for one (1) reduction forceps with points broad-ratchet. This is report 1 of 1 for complaint (B)(4).